Manufacturer narrative:
(B)(4). The device was evaluated by a ssu technician and the batteries were replaced and battery calibration was performed. The device was tested to factory specifications and passed all tests. (B)(4).

Event description:
On (B)(6) 2014, at (B)(6), for cardiohelp unit (article number 70104.8012; serial number (B)(4)) the customer reported that on start up they received a "battery 2 needs service" message. They swapped the position of the batteries in the unit and performed a battery calibration, then received a "battery 1 needs service" message. (B)(4).